Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "pair new transmitter" message occurred on a transmitter with serial number (B)(4). However, a receiver with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. A receiver charging test was performed and failed. A receiver boot up test was performed and passed. A receiver functional test was performed and passed. A review of the share logs was performed and a pair new transmitter message was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.